Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed pusher assembly kinks near the mid-joint. If the device is forcefully advanced against resistance, damage such as pusher assembly kinks may occur. Further evaluation revealed that the introducer sheath had kinks on its distal end. If the introducer sheath is forcefully mishandled during use, damage such as a kink may occur. This damage may have contributed to resistance during advancement. During functional testing, strong resistance was experienced while attempting to advance the ruby coil lp within its introducer sheath, and the coil could not be advanced at all. Further evaluation revealed additional pusher assembly kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right lumbar artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician placed other lp coils in the target location using the microcatheter. While attempting to place a ruby coil lp in the target vessel, the hospital technologist was unable to advance the ruby coil lp past the friction lock. The ruby coil lp was flushed at the transition zone with saline and the coil was straightened out but, the ruby coil lp would not advance forward. Therefore, it was removed. The procedure was completed using other lp coils and the same microcatheter. There was no report of an adverse effect to the patient.